Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system power loss failure experienced by the customer was associated with the camera, left camera controller unit, and the multiple servo driver, pca. The system was repaired by replacing the affected components listed above. As of september 20, 2007, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a procedure, the left camera controller lost power. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.